Event description:
The customer reported that during a colectomy, after sealing and cutting a vessel the jaws of the device would not reopen while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove the device from the tissue. There was no harm to the patient.

Manufacturer narrative:
(B)(4). To date of the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.